Event description:
It was reported that patient's catheter was blocked. The hcp believes that the sutureless connector catheter pin is the problem. It was reported that when the catheter was disconnected from the pin, the hcp could get cerebrospinal fluid (csf) free flowing, but when the sutureless connector pin was on, the hcp couldn't get any csf freeflow. It was believed that the sutureless connector was occluded. No pt symptoms were reported. The pt outcome was not reported. The pt's pump contained fentanyl and baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
.